Event description:
It was reported that, during an unspecified surgery, the reduction forceps bent while in use. A s&n back-up device was available and used to complete the procedure. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the tip of the rdce frcps w/ pts brd is bent . The device shows significant signs of wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions.this device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.